Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. An infusion at 47 ml/h started after midnight stopped by an upstream occlusion around 10 a.m. After 484 ml infused, without being restarted. For your information, the programming at 47ml/h for 771ml does not correspond to 24h but to 16h30. See attached investigation report for details of infusion setting and infused volume. According to photos, no external damage is visible. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: a nutrition review was performed at approximately 4:30 p.m., revealing that the tpn had been used up earlier than expected. In conversation with the patient and family, the tpn (total parenteral nutrition) ended in the morning at approximately 11:00 a.m. When the pump was turned on, it indicated an infusion rate of 47 ml/hour. The tpn bag was checked and found to weigh 1131.8 grams. It is unclear why the tpn, which was intended for a 24-hour infusion, ended prematurely. It was installed on september 7 at 4:30 p.m. With the following parameters: total volume of the mixture: 1125 ml/24 h. Infusion rate: 47 ml/h for 24 hours. Osmolarity: 545 mosm/l. It ended on september 8 in the morning, at approximately 11 a.m. There was no harm to the patient, and their health condition was not affected. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.